Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, the patient's information was programmed onto the pacemaker. After a cybersecurity upgrade was performed on the device, the device was interrogated and no patient data appeared. The device was not used. No patient impact.